Event description:
It was reported that surgeons have been complaining of knees being blown up. Further, when running very low pressure there is still water squirting out at a rate higher than normal.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that surgeons have been complaining of knees being blown up. Further, when running very low pressure there is still water squirting out at a rate higher than normal.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure could have been probably caused by: (1) use error and/or (2) damaged or faulty pressure sensor. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.